Event description:
It was reported that outside of surgery that the blades are worn/bent. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device had a bent comb.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.